Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v454083, implanted: (B)(6) 2010, product type: lead. Product ID 3888-45, lot# v454083, implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the patient felt an electric shock from left flank pocket up left back to left shoulder. The patient reported that she fell backwards off a two step stool in her laundry room "about one month" prior to report. The patient hit her left hip on a stereo speaker. After that the patient noticed that they could feel wires south of the implantable neurostimulator (ins) pocket. The patient met with manufacturing representative and palpating the site the wires were felt but surmised the wires were the extension and the patient had in pocket and was connected to two leads which were implanted in 2010 along with an epidural percent lead. Impedance check showed 15/16 electrodes within normal limits. Electrode 10 which was on the 1x8 percent lead was greater than 10,000 ohms. The manufacturing representative did not know if the electrode was functional before the fall because the patient had not been seen for 2 years. The electrode was not included in any programming. The ins was started and the patient felt stimulation where it was needed but slightly too high into the thoracic area so the patient was reprogrammed. The patient's status at the time of report was alive with no injury. No surgical intervention occurred or was planned. An impedance check was the only troubleshooting and the patient is no longer seen by the doctor for pain management. It was speculated about the electric shock that the patient felt was due to fall from step stool causing the extensions that were "wound" under ins to break from scar tissue and migrate below enough distal to "ins pocket that able to palpate." T was further speculated that perhaps this in turn had irritated peripheral nerves and the nerve complained.